Manufacturer narrative:
Per the surgeon, the patient was prescribed oral amoxicillin (dosage not reported) on (B)(6) 2012. On (B)(6) 2012, the patient was prescribed oral augmentin (dosage not reported). (B)(4).

Event description:
Per the clinic, the patient developed some drainage around the implant site for which oral antibiotics (type not reported) were prescribed. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.